Manufacturer narrative:
Additional information : correction to previously reported lot # of ha17a16062 to h17a16062. One actual sample was received for evaluation. A visual inspection with naked eye noted a pull ring cap separated from the catheter luer lock adapter. The reported condition was verified. The cause of the event was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap of the titanium transfer set "came off " inside the pouch. This was observed before use. There was no patient involvement. No additional information is available.